Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 320 mg/dl and an insulin injection was used to address the bg level. A system check was performed and the occlusion appeared to be within the infusion set tubing. Reportedly, the customer was using apidra in the cartridge. Tandem customer technical support (cts) assisted the customer with changing the tubing. The customer resumed insulin delivery. Cts also informed the customer that apidra was not labeled for use with the pump. The customer acknowledged the information.